Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage underwater were performed, and it was noted that there was leak at the first y-site clearlink. An autopsy was performed on the first y-site clearlink and it was noted that there was a hole and short material. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date ¿ this issue occurred on an unspecified date in june 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from the top y-site connector (clearlink). The leak was observed after spiking ivpb (intravenous piggy-back) mag (magnesium) during infusion. To resolve this issue, a new set was used to administer the ivpb. There was no report of patient injury or medical intervention associated with this event. No additional information is available.